Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (time not known). The patient reportedly does not manage her diabetes with oral medication or insulin; it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the reported meter issue, the patient allegedly became lightheaded (due to low oxygen level) approximately 30-40 minutes later. At an unknown time that day, the patient reportedly went to the emergency room (ER) and during her time in the ER, the patient allegedly obtained a blood glucose result of ¿295mg/dl¿ (with the ER¿s meter) and was treated with an unknown amount of insulin by a health care professional (hcp). At the time of troubleshooting, the csr noted the patient did not have all of her testing supplies available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.